Event description:
Device malfunction: resistance deploying the thumb advancer and removing the device. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training, in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, as the physician advanced the thumb advancer, he felt resistance. The trigger button was pushed and the clip was fired. During removal of the device, resistance was felt. After the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.